Event description:
Nurse hung taxol infusion via IV pump. The pt noted within first couple minutes of infusing that blood was backing up the IV tubing. When the nurse checked the tubing, chemotherapy was found leaking out of the tubing at the in line filter site. Line was clamped and removed. Medication was prepared again. Leak at filter site was noted a second time with another tubing of the same lot number, while the tubing was being primed in the pharmacy.